Manufacturer narrative:
It was noted during the analysis that the insulation of the lead body was damaged by squashing about 31 cm distal of the connector pin. In addition, the rope conductors to the ring electrode and tip electrode showed a conductor fracture at this site. This damage manifestation confirms the clinical complaint. The observed damage manifestation requires excessive pressure stress onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the leas due to the "subclavian crush syndrome". There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - lead fracture is suspected. The physician pointed out an area of the lead (about 25 cm distant from the connector), at which the lead showed visible damage. The lv lead could no longer be measured. The patient was implanted with an epicardial lead. The implant date was not provided.